Event description:
Alleged a large amount of blood leaked into the siderail electronics.

Manufacturer narrative:
The technician found the right head siderail center arm assembly had an excessive amount of foreign matter in it which prevented the operation of the siderail latch pins. The technician replaced the center arm assembly to repair the bed.